Manufacturer narrative:
When analysis is complete, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned severed in two segments. A visual observation noted the proximal shocking coil was separated from the medical adhesive bonding at the distal end and the distal shocking coil was separated from the medical adhesive bonding at the proximal end. Additional damage to the insulation was noted and the rate/sense coils were extremely stretched and pulled apart. Technicians noted this damage was likely induced during the explant procedure. Resistance testing was then completed on the proximal segment and measurements were normal, verifying the electrical performance of that segment. The rate/sense negative segment could not be tested for continuity as the lead was returned with the extracting stylet inside. An x-ray was then taken on both segments which revealed no fractures. Laboratory analysis was unable to confirm the allegations of high pacing and shocking impedances or a lead fracture as the segments tested for continuity were electrically continuous and x-ray did not reveal any fracture sites.

Event description:
Boston scientific received information that this defibrillation lead was explanted due a fracture. Out of range shock impedances greater than 125 ohms and out of range pacing impedances greater than 3000 ohms were observed. As a result, the patient received two inappropriate shocks from noise due to the lead fracture. The physician used laser extraction to remove the lead, so the lead was cut. The lead was returned for analysis. No additional adverse patient effects were reported.